Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Regurgitation/insufficiency, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation. The reported event cannot be confirmed since the device is not available for evaluation. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported a patient implanted with a 19mm magna ease valve underwent a valve-in-valve procedure due to aortic regurgitation. The implant duration of the pre-existing surgical valve is unknown. A tavr was performed with a 20mm 9600tfx aortic valve. The patient is reported to be doing good post procedure.

Event description:
It was reported that this patient with a 19mm magna ease aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to severe aortic stenosis, moderate to severe aortic regurgitation, and perivalvular leak. The tavr was performed with a 20mm edwards transcatheter valve and a successful percutaneous closure of the perivalvular leak with 2 avp devices to residual only mild aortic regurgitation. The patient tolerated the procedure well and was transferred to the ICU. The patient is reported to be doing good post procedure. The patient was discharged home on pod #2 in improved condition.

Manufacturer narrative:
The device history record (DHR) could not be reviewed, as the device serial number was not provided.